Event description:
The customer reported that the nurses did not receive an alarm at the central station. The involved patient eventually expired.

Manufacturer narrative:
The customer care solution center representative verified the issue with the customer over the phone. The customer care solution center representative dispatched a field service engineer on site to troubleshoot the cause of the issue, as well as test the device in question. The field service engineer confirmed that the devices in question worked as designed/intended. The philips sw engineer reviewed the logs and indicated that "the bed in question is actually ch26. This is consistent with the user readmitting the patient to ch10 to review the alarms and print the strips. A review of the central station alarm logs indicated that on (B)(6) 2014 for ch26 from 13:06:41 until 14:08:03, there were 3 ***vfib/tach and 2 ***tachy alarms, all of which were silenced. There were also several instances of technical/inop alarms that occurred that were also silenced at the central station. The ECG strips provided by the customer were reviewed by r&d algorithm experts. None of the strips showed a heartrate value greater than 100 bpm. Since the default heartrate for a vtach alarm is 100 bpm or greater, no red level vtach alarms would have been generated. The device logs are consistent with the presence of vfib and tachy alarms. The logs are also consistent with silencing of these alarms and other technical alarms. The ECG strips reviewed by r&d expert were consistent with the algorithm working as designed and intended. There was no malfunction of the device.